Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine leiomyoma and anemia. Concurrent conditions included chronic cervicitis. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), arthralgia ("hips pain") and neck pain ("neck pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2019, the patient experienced hypoaesthesia ("numbness in right leg & both feet"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, anxiety, migraine, hypoaesthesia, arthralgia and neck pain outcome was unknown. The reporter considered anxiety, arthralgia, back pain, dysmenorrhoea, genital haemorrhage, hypoaesthesia, migraine and neck pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2021: two small leiomyomata. Secretory phase endometrium. Minimal chronic cervicitis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine leiomyoma and anemia. Concurrent conditions included chronic cervicitis. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), arthralgia ("hips pain") and neck pain ("neck pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2019, the patient experienced hypoaesthesia ("numbness in right leg & both feet"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, anxiety, migraine, hypoaesthesia, arthralgia and neck pain outcome was unknown. The reporter considered anxiety, arthralgia, back pain, dysmenorrhoea, genital haemorrhage, hypoaesthesia, migraine and neck pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2021: two small leiomyomata, secretory phase endometrium, minimal chronic cervicitis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 01-oct-2021: medical record received. Case updated to serious incident because of essure removal. Reporter ,medical history, lab data and essure removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.